Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Without a lot number a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2005 - the patient underwent surgery for repair of a left inguinal hernia, a bard perfix plug was implanted to repair the hernia defect. On (B)(6) 2008 - the patient underwent an additional surgery to remove the perfix plug, which allegedly failed, and repair the recurrent hernia. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2005 - the patient underwent surgery for repair of a left inguinal hernia, a bard perfix plug was implanted to repair the hernia defect. (B)(6) 2008 - the patient underwent an additional surgery to remove the perfix plug, which allegedly failed, and repair the recurrent hernia. The attorney alleges the patient has suffered and will continue to suffer pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2005 - patient was diagnosed with left direct inguinal hernia thereby underwent open repair with implant of perfix plug. Per operative notes, "the hernia sac was reduced into the preperitoneal position, and a large perfix plug was placed into the defect removing some of petals when appropriate and sutured in place. The onlay patch (perfix plug onlay) was then cut to the appropriate size and used to buttress the transversalis fascia.¿ (B)(6) 2008 - patient visited hospital due to pain on the lower left side, discomfort in the left groin and swelling. (B)(6) 2008 - patient was diagnosed with left groin pain, nerve entrapment, shrinkage of mesh thereby underwent repair. Per operative notes, ¿a portion of the onlay of the old mesh plug (perfix plug onlay) and sutures were found to be densely adherent to the aponeurosis and divided. In the midst of the dense scar tissue, between the aponeurosis and the mesh, the left ilioinguinal nerve was found to enter and be involved, which was excised. The mesh plug (perfix plug) was found to have shrunk, not adequately covering this portion of the floor. Hence reinforced the floor of the inguinal canal with a polypropylene patch.¿ (B)(6) 2008 and (B)(6) 2008 - during post op visit patient had swelling in left groin, pain and appears to have a subcutaneous hematoma. (B)(6) 2010 - during hospital visit patient had left groin pain and surgical scarring. Attorney alleges that the patient had adhesions, mesh shrinkage, nerve damage and pain.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided it is alleged the patient experienced hernia recurrence, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Without a lot number a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum : this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, post implant of perfix plug, patient was diagnosed with adhesions, mesh shrinkage, nerve entrapment, hematoma, pain, swelling, discomfort, scar tissue thereby underwent repair with nerve excision. Per op notes ¿the mesh plug was found to have shrunk, not adequately covering this portion of the floor.¿ the instructions-for-use supplied with the device lists adhesions and hematoma as possible complications. Review of manufacturing records confirms product was manufactured to specification. Updated fields: a2, a4, b4, b5, b7, d1, d4 (corporate lot no, expiry date), d.6b, e3, g1, g3, g6, h2, h3, h4, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.